Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was informed that reverted into safety mode, could not be interrogated and was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.